Event description:
It was reported that a patient had expired post-operative after receicing a whipple procedure. The patient died of severe dic. The physician stated that the generator was not functioning properly during the procedure. The facility biomed stated that she had inspected the generator post op and no problem found. The disposable was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Additional information provided by sales rep: procedure was all open. Surgeon complaint of some bleeding of mesentery during transaction. Surgeon would transect a vessel, and if the vessel did not seal, he would then tie it off. Rep suggested reduction of tension. Surgeon advised he has done this procedure before. Rep suggested changing setting from 3 to 2. Surgeon did take this suggestion. Patient was bleeding the entire case; far beyond from where the surgeon was working with the device. During the procedure, there was bleeding from the portal vein; had nothing to do with the device usage vascular surgeon called in to repair portal vein. Thirteen units of blood given. Additional information provided by or nurse: transfusion blood for three hours during the procedure. Thirteen+ units of blood given. Patient lost 14,000 cc's of blood during the procedure. Patient did not die in the o.r. But died post-op in ICU. Unsure if an autopsy has been done or being done. Specimens were sent during the procedure. Patient was elderly. Additional information provided by surgeon: surgeon stated that the device did not cause the patient's death. The patient died of severe dic. He took 4" of the small bowel with the harmonic (as he always does on whipples). All the patient's vessels popped open. He oversewed. The big vessels bleed. The equipment not working as well as he thought did not help but did not cause the patient's death.